Event description:
It was reported by the consumer, "I have been throwing up all the time. Water, food, yogurt, you name it. I am miserable, my doctor said it is all in my head. What do I do now?" Additional information received from the consumer stating, "it was not all in my head. The band explanted in feb because it obstructed my stomach." Five attempts have been made to obtain additional information about the event. No additional information has been provided.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.